Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet issued an alert 38 motor stall that persisted across restarts and intermittently prevented a meal announcement, with subsequent successful dry run, tubing fill, and resumption of delivery after replacement supplies were used. Symptoms included hyperglycemia up to 422 mg/dl for approximately 10 hours with thirst, feeling slightly sick, and increased heart rate, without ketones and without medical intervention. Outcomes included temporary interruption of insulin delivery, use of backup long-acting insulin, and subsequent discontinuation of ilet use pending provider guidance due to concurrent long-acting therapy. Investigation included guided troubleshooting, attempted replication, and observation on call, along with supply replacement. Investigation of this case revealed a consecutive motor stall consistent with a device motor drive issue, which resolved after restarts and supply changes, and no persistent malfunction was observed during follow-up troubleshooting. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to inability to reproduce the stall after intervention. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.